Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported (ER visit/hospitalization) and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's pods cannula was in between the adhesive and there skin, there fore the patient was not receiving optimal insulin delivery. The patient was wearing the pod for 4 to 24 hours on his arm. The patients blood glucose levels exceeded 500 (high) mg/dl. Symptoms reported include hyperglycemia, vomiting and dehydration. The patient gave himself boluses and changed the pod after he noticed the cannula being not inserted properly. There was no information on treatment or discharge details. Blood glucose history: 7:15 pm - 320 mg/dl; 10:24 - high; 5:32 am - high; 9:00 am - high. Case comment ; 8 may 2019.